Event description:
Information received by medtronic that the insulin pump was under delivering. The customer blood glucose level was 400 mg/dl at the time of incident. The customer¿s current blood glucose value was 163 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose value with insulin pen. Customer alleging possible insulin pump was under delivery because high blood glucose level. Troubleshooting was not performed. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.